Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 637 mg/dl at the time of the incident. The customer stated that she could not bring her blood glucose down with the insulin pump. The customer was assisted with troubleshooting for high blood glucose but she did not feel okay. The customer was treated with a manual injection. Her blood glucose went down to 237 mg/dl. The insulin pump will not be returned for analysis.